Event description:
Consumer complaint of blood result reading of "lo" customer states that she feels nausea and sweating. Customer's expected blood results are 99-102mg/dl fasting. Verified the strips expire 05/31/2015. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer states that she called the paramedics on (B)(6) 2015 as suggested on (B)(6) 2015. Upon arrival of the paramedics a blood test was performed at 5:45pm on (B)(6) 2015 with their meter, result was 178mg/dl and her true result meter read "lo."

Manufacturer narrative:
Product not yet returned. (B)(4).